Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the involved set spike showed a crack in the component. The priming accessory spike is provided by a vantive internal supplier. An air leak test was performed (1 bar), and a leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component defect was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the replacement line spike of an oxiris set was observed to be cracked and leaked during priming. There was no patient involvement. No additional information is available.